Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Visual inspection of the as returned products identified one implant with fractured screw inside of it. Additionally, some external thread identified to have some damages, most likely occurred during removal process. Functional testing and dimensional analysis could not be performed since the screw was fractured and its piece remained inside the implant. Device history record (DHR) and complaint history review could not be performed for unknown biomet screw as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Therefore, based on the available information, the reported device malfunction (screw fracture) did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports that the screw fractured inside the implant and it was impossible to remove it. The affected dental position is #36. The doctor confirms that the patient did not suffer any impact with his health and that the surgical dental procedure was not completed with another implant on the same day